Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens remains implanted. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens had a trailing haptic severed during insertion. The lens was fully inserted and remains in the eye, appearing to be positioned well. The patient has been informed, and the doctor is monitoring the situation. Additional information revealed that there was no user error, and the patient is doing well. No medical interventions or injuries have been reported. No further information is available.